Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly "the pt received a custom cranial implant at (B)(6) hospital on (B)(6) 2008." It was further alleged that, "on (B)(6) 2009, the pt was required to have the implant removed due to infection."

Manufacturer narrative:
Device not returned for eval. Internal investigation in progress.